Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation and the investigation is currently underway.

Event description:
It was reported that during treatment of a recurrent acom aneurysm via stent assisted coiling, the coil did not detach with multiple attempts. It was decided to try and remove the coil from the aneurysm by withdrawing it into the hw duo. After withdrawing approximately 2cm of coil into the microcatheter the coil became jammed and could not be withdrawn further. The microcatheter was then attempted to be withdrawn from the sac along with the coil. Upon withdrawal of the microcatheter the coil was entangled within the coil mass and was unable to be cleanly removed. Retraction of the coil pusher resulted in partial separation of the pusher and appeared to delaminate the coil and a snare was eventually used to retrieve as much of the coil as possible. A small remaining filament tail remained from the aneurysm to the cavernous section of the left ica and this was stabilized and trapped against the wall with placement of a stent. The patient recovered to be discharged home.

Event description:
It was reported that during treatment of a recurrent acom aneurysm via stent assisted coiling, the coil did not detach with multiple attempts. It was decided to try and remove the coil from the aneurysm by withdrawing it into the hw duo. After withdrawing approximately 2cm of coil into the microcatheter the coil became jammed and could not be withdrawn further. The microcatheter was then attempted to be withdrawn from the sac along with the coil. Upon withdrawal of the microcatheter the coil was entangled within the coil mass and was unable to be cleanly removed. Retraction of the coil pusher resulted in partial separation of the pusher and appeared to delaminate the coil and a snare was eventually used to retrieve as much of the coil as possible. A small remaining filament tail remained from the aneurysm to the cavernous section of the left ica and this was stabilized and trapped against the wall with placement of a stent. The patient recovered to be discharged home.

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation and the investigation is currently underway.

Manufacturer narrative:
Additional information: h3, h6, h10 (summary device evaluation). Summary of device evaluation: the investigation of the returned coil system found the pusher completed stretched and damaged with no implant attached at distal. The microcatheter used in the procedure was returned damaged with the hub broken at proximal. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. Detachment testing could not be performed due to the severity of the damage to the pusher, which is why the complaint is considered non-verifiable.